Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection, the reload was connected to the handle, with the yellow tab still attached to the reload. The opening and closing the jaws was checked with no problem however on the first firing, the surgeon clamped the pulmonary tissue, but the clamping was loose and the tissue was slipped out. They re-connected the reload but the status was the same. A new device was used and it worked with no problem. There was no patient injury.